Manufacturer narrative:
During inspection and testing, the optical system had sunk down. The reported issue (foggy image) was confirmed due to debris on the optical system. In addition, there were scratches on the outer tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the subject device was foggy when entering the patient during a laparoscopic sleeve procedure. The procedure was completed using another similar device and there was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the optical system had sunk down. This report is being submitted for the malfunction found during evaluation (sunk down optical system).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components could not be determined. Olympus will continue to monitor field performance for this device.